Event description:
Anatomical condition of the aorta and access vessels fell outside inclusion/exclusion criteria for placement of the zenith endovascular graft. Due to iliac measurements utilization of a conduit for access was pre-planned, but after vbessel dilation was achievable, conduit was cancelled. Endovascular dilator set was advanced into the pt's arteries successfully to the level of the aortic bifurcation. Angioplasty of the vessel was performed, followed by advancement of the main body delivery system slowly through the vessel. Some resistance was noted during forward progression. Gold markers of the main body were positioned at the level of the lower renal artery, and graft was deployed up to the contralateral limb. Physician elected to deploy the suprareral stent prior to cannulation of the contralateral limb, however cannulation was successful. Angiogram performed noted patent renal arteries. Ipsilateral limb was deployed and greg positioner was advanced with some resistance noted. Top cap was docked following a sudden "snap" and "give" as the delivery system removed forward. A separation of the black sheath tubing from the valve assembly was detected. Physician attempted to pull back the cannula and device as a unit. Withdrawal of the system through the vessel noted resistance and a drop in pt's bp. Ruptured vessel was detected. An aortic occlusion balloon was advanced into the aorta to control bleeding. As the delivery system was withdrawn, the top cap was viewed to be no longer docked into the delivery system. A portion of the vessel avulsed during removal of the delivery system. Blood loss required tamponade to control bleeding. Vessel was clamped off of gain control of artery. After maintaining bp, procedure was continued. A converter was deployed in the main body on the contralateral side and molded to the graft. Angiogram performed noted an endoleak filling into the ipsilateral limb. Graft: junction was re-ballooned with a noted improvement in the endoleak. Main body extension was deployed at the proximal junction of the converter and main body to resolve the endoleak. Post angiogram observed a resolve to the endoleak. Post angiogram observed a resolve to the endoleak and pt left hypogastric artery, however, bilateral renal arteries were no longer visible. Right renal artery stenting was successfully completed, but with difficulty. Access into the left renal for cannulation was gained and lost several times. A decision was made to abort intervention of the left renal artery, still showing some flow into the vessel. Right common iliac artery was surgically repaired followed by a fem-fem bypass procedure. The pt received 240 ml of contrast medium during the procedure, and this coupled with a period of hypotension has resulted in renal failure for which the pt is being hemo-dialyzed. Hepatic insufficiency and a preudomonas pneumonia probably secondary to aspiration at the time of initial intubation in the or. A repeat CT scan revealed patent right renal artery, patent fem-fem bypass and the aaa totally excluded.